Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 1 of 2 of (B)(4). It was reported that during surgery for a spiral fracture of the femur, placement of a long gamma nail was in progress at a depth of 13 when, upon reaching the end of reaming, the motor did not stop despite high torque. The bottom handpiece trigger remained stuck, and the motor continued rotating, pulling surrounding items, tearing the surgical drape, dislodging a nearby IV pole, and striking the surgeon on the head. The patient was not affected. The surgeon sustained a head injury. A workplace incident report was filed internally with no work stoppage reported. Another surgeon completed the surgery. A delay was reported; however, no details were provided regarding the duration. It was reported that a user sustained an injury. It was not reported whether medical intervention or prolonged hospitalization occurred. All available information has been disclosed.